Manufacturer narrative:
Summary of evaluation: the evaluation results suggest that the patient suffered an adverse reaction to product. This type of adverse reaction is known and well documented in the product literature.

Event description:
During surgery, the cement was injected and the prosthesis implanted. The pt expired at the end of the procedure.